Event description:
The customer reported the bottom half of the touch screen does not respond to finger touch. The customer reported there was no patient involvement.

Manufacturer narrative:
Updated.